Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving morphine [25 mg/ml] at a rate of 7.495 mg/day, clonidine [540 mcg/ml] at a rate of 161.89 mcg/day, and bupivacaine [18.0 mg/ml] at a rate of 5.4 mg/day via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the pump had been overinfusing for a while. The event date was provided as approximately (B)(6) 2015. The physician increased the alarm volume, so the patient wouldn't run out. It was noted that the patient was doing okay. The physician did not identify anything that led to the event, and the reporter was not aware of any diagnostics or troubleshooting performed. No surgical intervention had occurred, and it was unknown if any surgical intervention was planned. When asked if the pump should be replaced, the physician said not now. At the time of report ((B)(6) 2016), there was no patient injury, and the issue had not resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via manufacturer representative. The patient was in poor health. The pump was overinfusing; the hcp brings the patient in early to do the refill and was managing it. The patient was scheduled for a pump and catheter replacement on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.